Event description:
The customer reported that the device did not deliver a shock as expected. The customer stated that the relationship between the device behavior and pt outcome was unk at this time.

Manufacturer narrative:
The customer reported that the device did not deliver a shock as expected. The customer stated that the relationship between the device behavior and pt outcome was unk at this time. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.